Event description:
A customer reported an rh typing discrepancy on the galileo echo instrument ((B)(4)) for a donor with a history of being rh negative.

Manufacturer narrative:
An immucor technical support specialist reviewed the image result files. The anti-d series 4 test well visually appeared weak positive (1+) for initial testing. The sample was repeated on the confirmation assay and the expected type b negative results were obtained. An immucor field service engineer serviced the instrument and the probe assembly and robot y-timing belt were replaced. Two samples were tested and the expected results were obtained. The instrument is operating according to specifications.